Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implant surgery due to recurrent incontinence. The previously implanted sling was insufficient to maintain continence; therefore, it was encapsulated and not removed. No patient complications were reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implant surgery due to recurrent incontinence. The previously implanted sling was insufficient to maintain continence; therefore, it was encapsulated and not removed. No patient complications were reported.